Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to a minicap that had insufficient iodine. On unreported date(s), the patient was treated with unknown antibiotics (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.